Event description:
The user facility (a veterinary hosp) reported that during removal the distal portion of an i.v. Catheter was noted to be detached at a point approximately 3-mm from the hub. The actual location of the distal piece of the catheter could not be determined. The dog has been seen for follow-up with no indication of related signs or symptoms. Additional event specific information was not available.